Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep replaced the brake pad, both the locking wheels and calibrated the filament as well as tested the batteries and filed the rough edges on the c-arm. The system was tested and found to be working as intended and put back in service. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the system displayed a filament regulator error message. No pt injury was reported.